Event description:
Medium weight - high activity. Allegedly only 2 screws were used in primary surgery. Plate broke.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwarch 3500a has not been received from the user facility. Trends will be evaluated. This report will be amended when the investigation is completed.